Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: cook was informed on 07feb2024 of an incident involving a zenith flex aaa endovascular graft bifurcated main body. On (B)(6) 2024, a patient underwent an evar (endovascular aneurysm repair) procedure. After the graft was implanted ballooning was completed with a cook coda lp balloon catheter. After ballooning, a rupture was identified in the aorta via pigtail contrast injection. The physician tried to repair the rupture with placement of a zenith flex aaa endovascular graft main body extension and converted to open repair to stop the bleeding. However, patient death was reported. According to the site upon opening the abdomen, the proximal aortic neck was found to be extremely fragile and friable, ¿tissue paper¿ was used to describe the condition of the neck. The focus of this report is the cook coda lp balloon catheter that was used during the procedure. The zenith flex aaa endovascular graft bifurcated main body that was placed during the procedure was reported under manufacturer report # 1820334-2024-00215. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, medical imaging was provided by the customer for expert review. The reviewer noted "an infrarenal aaa was repaired using a zenith flex main body graft and bilateral zsle legs. After coda balloon molding the proximal neck, an aortic rupture was identified, and the procedure was converted to open after cuff placement failed to seal the rupture. The patient expired in the or. Over-inflation of the coda balloon or inflation above the proximal edge of the graft (within the native aorta) could result in vessel rupture. This cannot be confirmed with the limited information given. It is not described or demonstrated in the imaging exactly where the coda balloon was positioned. It is also not known how much volume was used for inflation, but the physician did not feel it was overinflated. There is focal calcification at the lra, which would likely be at the level of the proximal graft edge. Inflation of the proximal graft could have resulted in a tear at this calcification. The graft is likely oversized for this anatomy. While the planning worksheet labels the neck diameter as 21 mm, measurements on the preop CT show a diameter of 19 mm. Inflation to full expansion of the 24-mm graft within this neck could certainly result in vessel rupture. Following open conversion, the proximal aortic neck was found to be extremely fragile and friable and compared to ¿tissue paper.¿ even in the absence of over inflation, the diseased nature of the aorta may have been the main cause of rupture just from graft implantation and vessel manipulation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed three relevant non-conformances. However, in each instance, the non-conforming devices were scrapped, and the remaining lot was sent to quality control for 100% inspection leaving no indication that non-conforming product was shipped. Additionally, a database search was completed and found no other lot related complaints. Evidence provided by the complaint facility, device failure analysis, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook also reviewed product labeling. The product IFU, t_codalp-m_rev3 ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: "warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown fig. 1. Over-inflation of balloon may result in: damage to vessel and/or vessel rupture, rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions: always monitor balloon inflation using fluoroscopic control. Potential adverse events: vessel dissection, perforation, rupture or injury. Balloon inflation volume: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture, rupture of balloon. Maximum inflation volume: catheter size, max. Volume: coda-2-9.0-35-120-32, 30 cc. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, expert review of medical imaging provided by the facility, and the results of our investigation, definitive cause could not be determined. However, it is likely patient anatomy and the procedure itself were contributing factors to this event. The image reviewer noted over-inflation of the coda balloon or inflation above the proximal edge of the graft (within the native aorta) could result in vessel rupture. This cannot be confirmed with the limited information given. It is not described or demonstrated in the imaging exactly where the coda balloon was positioned. It is also noted in the image review following open conversion, the proximal aortic neck was found to be extremely fragile and friable and compared to ¿tissue paper.¿ the image reviewer noted even in the absence of over inflation, the diseased nature of the aorta may have been the main cause of rupture just from graft implantation and vessel manipulation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 26feb2024. There was no difficulty advancing the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-24-82-zt) into the patient. Ballooning was performed in the area where the rupture was identified. The doctor stated "he believed there was not "too much" ballooning done." The rupture of the aorta was below the renal arteries and at the top of the aneurysm. The rupture occurred at the proximal part of the aneurysm where the lowest part of the neck starts at the aneurysm.

Event description:
Cook was notified of an aortic rupture after the placement and use of cook devices. On (B)(6) 2024 an 85-year-old male patient underwent endovascular aortic repair (evar) for an abdominal aortic aneurysm that measured 6 centimeters. No part of the procedure was performed off-label or out of the patient selection criteria. The graft was not altered in any way prior to implant. The patient's aortic neck was described as "parallel." The cook zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-24-82-zt) was implanted. A cook coda lp balloon catheter (rpn: coda-2-9.0-35-120-32) was used to balloon in the neck. A syringe was used to inflate the balloon catheter. The inflation volume used is unknown. After ballooning was completed a rupture in the aorta was identified using contrast injection into the pigtail catheter. A cook zenith flex with z-trak aaa endovascular graft main body extension (rpn: esbe-24-93-zt) was placed to stop the rupture. However, this was not successful. The physician converted to an open procedure to stop the bleeding. When the abdomen was opened, the physician saw the graft on the distal neck of the left side on the aorta. The physician indicated that stitching the aorta during the open procedure was almost impossible due to the friable condition of the aorta. The condition of the aorta was described as extremely fragile tissue. The patient expired in the operating room. The physician stated that the devices were appropriately sized and did not feel that the devices caused or contributed to the patient¿s death. A cook sales representative was present for the evar procedure but was not present for the conversion to the open procedure. The focus of this report is the coda lp balloon catheter (coda-2-9.0-35-120-32) that was used during the procedure. An additional report for the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-24-82-zt) will be submitted under patient identifier (B)(6).

Manufacturer narrative:
E3 - occupation: materials manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.